Event description:
Related to MFR report # 2183959-2011-00577. Related to MFR report # 2183959-2011-00580. The pt was implanted with an ams apogee on (B)(6) 2007. It was reported that on (B)(6)/2011, "the pt went to the operating room for an exam under anesthesia with excision of small mesh extrusion from the proximal anterior vaginal wall. This surgery was performed by a urologist. Upon exam, the surgeon found "one tiny spot in the proximal anterior vaginal wall with a tiny piece of mesh extruding from a small hole. No other abnormalities could be seen any where else in the vaginal wall. An elliptical incision about the size of a dime was made and the piece of mesh with its surrounding vaginal mucosa was excised. The surgeon could not feel the edge of the mesh anywhere else from the incision line." The vaginal mucosa was described as somewhat atrophic due to tamoxifen administration, it was indicated the pt was currently on this medication. The pt was not a candidate for being on systemic or even localized estrogen therapy due to the breast cancer reportedly the pt "tolerated the procedure well."

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.